Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event remains indeterminable; however, patient factors and progression of patient's underlying valvular disease pathology may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Article "how should I manage a challenging aortic prosthesis angle during valve-in-valve implantation?" 2020. Cardiovascular revascularization medicine https://doi.org/10/1016/j.carrev.2020.01.018.

Event description:
Edwards received information a patient with a (nyha class IV) 25mm aortic valve aortic valve implanted for an unknown implant duration had severe symptomatic aortic stenosis, regurgitation, and recurrent systolic heart failure admissions (left ventricular ejection fraction 20%). Patient admitted to the intensive care unit in a state of cardiogenic shock requiring inotropic support and intravenous diuresis. A 26mm evolut r tavr device was implanted inside the 25mm valve. Patient was discharged. Patient was clinically stable up to six months post-tavr.